Manufacturer narrative:
(B)(4). It has been reported that the device will be returned. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after a certas valve was implanted, the valve was blocked and the patient had meningitis. It was found that the cerebrospinal fluid did not flow to the distal side of the valve by contrast. A non-codman valve was implanted. The surgeon commented that the patient had meningitis and there was a possibility that the protein concentration was high. No further information was provided by hospital. The product will be returned.

Manufacturer narrative:
Corrected field: device available for evaluation. It was previously reported that the device would be returned. It was later communicated that the product was not available. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.